Event description:
The clinician reported that during tear-down of the circuit, the venous outlet port of the bmr reservoir bag broke while removing it from the bracket. This occurred after bypass. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Therefore, the info is not applicable. The incident occurred at (B) (4) hosp in (B) (4). This medwatch report is filed on behalf of sorin group (B) (4). Sorin group (B) (4) received a report that during tear-down of the circuit, the venous outlet port of the bmr reservoir bag broke while removing it from the bracket. This occurred after bypass. There was no pt involvement. One bmr venous inlet port connector was returned to sorin group (B) (4) for eval. The visual inspection revealed that the connector was broken in two pieces. Sorin group (B) (4) determined that the connector wall thickness was slightly out of specification on one side of the connector. Mechanical stress caused by rough handling while removing the bag from the bracket could cause the connector to break. The mold is currently being modified to correct the wall thickness.